Manufacturer narrative:
Continuation of d10: product ID: a521, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a521. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was implanted with an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial was initiated. It was reported that they were getting a message on their handset that said 'system error. Therapy may have stopped. Contact your clinician.' The patient ended the session and re-opened the app, but they continued to get the same message. The patient mentioned that they had contacted support link earlier today and were told they would be getting a call back, but they hadn't heard back from anyone. The patient was redirected to their healthcare provider (hcp) to further address the issue.